Manufacturer narrative:
Concomitant products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient stated that they had been ¿in and out¿ of the emergency room (ER) the ¿past few¿ days prior to report and the ¿machine was going crazy.¿ the patient stated that they were feeling stimulation all throughout the body and ¿it was intense.¿ the patient also stated that the stimulation was ¿all over the place, down to the legs.¿ the patient related the change in stimulation to their spinal stenosis. The caller stated that they had a CT myelogram one day prior to report and it was painful. The patient stated that the stimulation was not helping as of the date of report and was making the pain worse. The patient stated that they would shut off the implantable neurostimulator (ins) until they could get it checked at the appointment on (B)(6). The patient noted that they did not have a pain management doctor but was working on acquiring one. The patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.